Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was feeling weak so the patient´s wife took the patient to the emergency room. Once they arrived at the emergency room the patient started to experience seizures. At the hospital around 1:00 pm, a blood glucose reading was taken which was 36 mg/dl and the cgm was reading 77 mg/dl. The patient was treated with IV glucose and recovered after the treatment. He was discharged the same day. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.